Event description:
Found during inspection. The reporter stated that device's charge-pak, attention, and service wrench icons were displayed, and it would not power on. The reporter also stated that the charge-pak was labeled with an expiration date of 06/28/2006. A replacement device was provided to the customer. Physio-control evaluated the device with a power supply and observed excessive current leakage, while the device was powered off, that would cause the internal batteries to prematurely charge deplete.

Manufacturer narrative:
Physio-control further evaluated the device for off current leakage, and determined that root cause for the observed leakage was a capacitor, designator c4, on the digital pcb assembly.